Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 white leaked. On (B)(6) 2025, while inserting an IV catheter into a pediatric patient, the nurse removed the pillow insert and observed bleeding from a damaged area of the catheter hub. The IV catheter was immediately removed and reinserted.

Manufacturer narrative:
This MDR is being cancelled due to clarifying information received from the customer. Product confirmed to be an exempt product.